Manufacturer narrative:
The investigation determined that a lower than expected vitros ckmb result was obtained from a single patient sample when compared to repeat ckmb results from alternate ckmb reagent slide lots during a patient correlation study. A definitive root cause for the event could not be determined. However, pre-analytical sample handling and storage cannot be ruled out as a contributing factor. There was no evidence to suggest that the vitros 5600 analyzer or ckmb reagent malfunctioned.

Event description:
The customer obtained a discordant vitros ckmb result (lot 3102: < 8.1 u/l) from a single patient sample processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result was not reported out of the laboratory. Repeat ckmb results from other ckmb reagent lots (lot 0203: 16.5 u/l, and lot 1229: 37.6 u/l) were obtained from the same patient sample during a correlation test. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc. Complaint number (B)(4).